Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The evaluation determined that the device was experiencing the system error 105 alarms due to a failed motor flex. The motor has been replaced.